Event description:
It was reported that the customer was experiencing issues with his sensor. The sensor passed the self test. The customer's blood glucose was 175 mg/dl. Troubleshooting was done for a lost sensor alert. The customer also stated that she received an external ram crc error alarm. Troubleshooting for the alarm was done. Advised customer to perform the rewind process and program a normal bolus into the air. The customer also mentioned receiving multiple alarms stating displayable history crc check failed on startup. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit passed self test and unexpected restart error alarm test. There was no signal to low, unexpected restart or error alarm noted. The alarm history screen was due to corrupted history file. The glucose sensor simulator and mini link transmitter communicated properly with unit. There was no sensor anomaly noted. The unit had minor scratched lcd window, cracked case near display window corners, and reservoir tube lip.